Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand, and impact to customer¿s blood glucose level was unknown because caller declined to answer. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and to call back if any malfunction code occurred again, which caller acknowledged and understood.